Manufacturer narrative:
Exact date unknown, event occurred about 3 weeks ago from the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg was completely dead and underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg was disposed.